Event description:
It was reported that an arteriotomy closure of the common femoral artery (cfa) was attempted using a perclose proglide after an unspecified procedure. Reportedly, during deployment, a cuff miss occurred. Another proglide was used with the same results. A non-abbott device was used to achieve hemostasis. When the patient was transported to the floor he a had good pulse. A few hours later, the patient developed a cold leg and was taken to surgery. A piece of the proglide suture was found attached to the cfa posterior wall and the plug from the non-abbott device was found in the artery. The cfa was repaired with a graft. There was no adverse patient sequela. The physician thought that the plug from the non-abbott device may have been the cause of the occlusion and that he was not certain how the event occurred as the vessel was healthy. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and a query of the complaint handling database could not be conducted as the lot number was not provided. There is no indication of a product quality deficiency. The other perclose proglide device is being filed under a separate medwatch MFR number.